Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled generator replacement. Prior to the procedure, the right atrial lead exhibited elevated capture. Other electrical measurements were in range. During the procedure, the physician noted the lead had fractured. The lead was capped and replaced successfully without incident. The patient was in table condition post operation and would continue to be monitored.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces. All damage was consistent with the time of procedure.